Event description:
Revision surgery was performed due to aggravation of acetabular osteoarthritis. Surgeon does not think failure of implant. The products was disposed after the surgery so it cannot be returned.